Manufacturer narrative:
No devices were returned; therefore the condition of the components is unknown. These devices are used for treatment. Operative noted from the previous reported revision state the femoral component was reported to be well fixed and was not explanted. Excellent range of motion and stability were noted after the cement had cured and the articular surface was locked into place. Per the nexgen cr-flex and lps-flex gender solutions package insert, pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other devices used: catalog #00597206532, nexgen all poly patella, lot #62421536 - manufactured by zimmer (B)(4). Catalog #unknown, unknown nexgen tibial component, lot #unknown - implanted (B)(6) 2014. Catalog #unknown, unknown nexgen articular surface, lot #unknown - (B)(6) 2014. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing difficulties walking.